Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by an authorized service center. The flow valve was changed to correct the reported issue and carefusion is currently awaiting the return of the defective component for failure analysis.

Event description:
The customer reported that the ventilator is giving a lower delivered tidal volume than expected. The customer also reported that there was no patient involvement associated with this complaint.